Event description:
It was reported that intermittent occlusion alarms occurred. The customer addressed the alarms by changing the pump supplies. Reportedly on (B)(6) 2026 the customer's blood glucose (bg) level was 485 mg/dl with ketones. The customer went to the emergency room. The customer was treated with intravenous fluids of saline an insulin. Customer was discharged later that day with the issue resolved and no permanent damage.